Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump was displaying "cgm err". No other information was provided. The customer was unavailable to troubleshoot. Animas has made several attempts to gather more information. There was no allegation of an adverse event. This complaint is being reported because it is unknown if pump function was affected.